Manufacturer narrative:
Establishment name:olympus czech group, s.r.o., clan koncerna, podru¿nica zagreb the device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that poor water tightness was caused by the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head had no image and a b30 scope communication error. The issue was found prior to a therapeutic laparoscopic gallbladder surgery and it was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error is a scope communication error and it occurs when communication with endoscopes has failed. It is likely the stress boot part of the cable unit became overloaded, causing a clearance gap on the stress boot part. This will then cause poor watertight leading to a failed cable and poor communication. However, the specific root cause can't be determined at this time. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.